Event description:
It was reported the bottom display is not fully displayed, it cuts off towards the end. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the bottom display is not fully displayed, it cuts off towards the end. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels. Analysis also found that the upper and lower cases, one side bail cover and the ring cover were broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.